Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no information provided regarding the impact on the customer's blood glucose level. Cts planned to follow up with the customer's guardian to address the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.